Manufacturer narrative:
Additional information: device used to treat the perforator. IFU was followed. The patient was not given any other additional treatment. The patient is reported to be doing well. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician was attempting to use an ellipsys catheter for patient treatment. There was little tortuosity noted. The distance between the artery and the vein was not greater than 1.5 mm. It was reported that when pulling the device back to grab tissue at the anastomosis, the device "claws" grabbed the tissue. The physician was told to stop putting pressure since the "claw" had grabbed the tissue. The physician saw this on the ultrasound but stated he could not "feel" it. The physician was told this was okay but he applied more pressure and pulled the device out of the artery. Before warning, the physician immediately pushed the device back into the artery. The physician noted a small hematoma form under ultrasound. The physician once again got tissue capture with the device, closed the device, and made sure the device was within the limits and it was at 0.3. The device was activated and a fistula was created. The device was removed and fistula was then ballooned with a 5x20 mm balloon for two minutes. Upon deflating the balloon and rescanning the patient, the hematoma had flow and was pseudoaneurysm the physician ballooned the perforator to stop flow to the pseudoaneurysm. After the pseudoaneurysm was thrombosed and the patient went to recovery. The patient was examined to be okay in the recovery and released home with instructions to call if the bump on the arm expanded. The patient called with worsening lump a few hours later after being released home. The patient was seen the next day, where a stent graft was placed in the perforator to stop flow to the pseudoaneurysm. No further patient injury reported.